Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the right common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. Based on the patient's internal iliac artery length of 30 mm and a diameter of 8 mm, an (B)(4) internal iliac component was selected. Following the deployment of the (B)(4) iliac branch component 15 mm above the right iliac bifurcation, the hgb component was advanced using a balkin introducer sheath. However, after having placed the hgb component, imaging at the end of the procedure revealed that the (B)(4) endoprosthesis had been placed too distally in a small branch of the right internal iliac artery, closing off another small branch of the internal iliac artery. On (B)(6) 2016, one month follow-up computed tomography imaging showed that the hgb component was patent with a slight narrowing of the distal part. On (B)(6) 2016, six month follow-up computed tomography imaging identified that the hgb component was occluded.